Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019. The clinical engineering confirmed the reported issue and replaced the power switch overlay which resolved the issue.

Event description:
The customer reported alarm light emitting diode (led) failed. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.